Event description:
The consumer reported conflicting results with the binaxnow covid-19 home test performed on a kitted nasal swab sample on (B)(6) 2022. The consumer stated that there was two lines on the first result and then when checked again there was only one line. No further information was provided regarding health status and patient outcome. This report is being submitted out an abundance of caution as it is unknown when the consumer checked the test a second time to know if it was within the 15-30 minute results window as noted in the product insert (section: principles of the procedure).

Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.